Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system experienced multiple issues during an procedure. The sucker pump turned off and restarted on its own, and the system lost control of two double-head pumps. The cardioplegia display also began counting incorrectly and a recurring error was displayed on the sucker pump following the restart. There was no report of patient injury.

Manufacturer narrative:
The analysis of the event description shows, that the malfunctions of the pumps have happened at the same time. A system reaction due to an internal malfunction of the firmware happened. One possible cause of malfunctions can be irritation by high-frequency energy. A customer demand did not exclude that a high-frequency surgery device was being used in another theatre during the case. The local field service performed measures to improve the emc safety of the complained device and reported, that the device is now working without faults. Therefore livanova (B)(4) identified an irritation by high-frequency energy as root cause for the reported issue. Device not returned.